Event description:
While the patient was in rehab post pump exchange he reported that the low priority alarm was not heard. After receiving a video from the patient showing the alarm, the vad coordinator had the patient come to the hospital where the low sounding alarm was confirmed. The controller was replaced from stock with no effect on the patient.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications. The reported controller alarm malfunction was confirmed during functional testing which indicated that the device's alarms were barely audible. Further analysis revealed that the speaker connector to be slightly loose resulting in a poor connection between the controllers circuit board and the speaker. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause of the 'low sound' event is a poor connection between the speaker component and the circuit board; this is likely an assembly related issue that originated during manufacturing. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.